Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that device failed accuracy test +8.5%. The event occurred during testing. There was no delay in therapy. There was no customer damage reported. There was no physical damage reported. There was no patient involvement.

Manufacturer narrative:
D9: product received date 7/11/2024. H3: one device was returned for repair in used condition with complaint of failed accuracy test +8.5%. This device has not been serviced within the review period. No problem found in event history log. Three accuracy tests were performed, and all were within specifications. No problem was found. The device passed all functional tests. Replaced main board due to contamination, worn downstream occlusion (dso) sensor, upstream occlusion (uso) seal, rear housing due to damage, overlay, rear label and bottom label wide.